Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the tissue broke down at the staple line. The original procedure was a lap right colectomy on (B)(6) 2017. At the time of original surgery the staple line was intact after firing and inspecting before closing. Out of the hospital after extended stay since had to get a reoperation. Re-operation was performed on (B)(6) 2017. There was bowel leak.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had to brought back to the or for leak. They performed open exploratory laparotomy for leak and did re-anastomosis. There was a tissue damage and the incision was extended for more than 1 inch due to the product problem. There was unanticipated tissue loss as a result of this problem. The event lead to or extend patient hospitalization. A medical or surgical intervention was needed to prevent a permanent impairment of a function. There will be an additional operation performed to correct the issue. The patient is alive - no injury.